Event description:
The customer reported that the unit did not alarm for low heart rate when the pt's heart rate was below the low limit. The unit's heart rate limit was set to 120/50. The dnr pt expired shortly after.